Manufacturer narrative:
There was no medication associated with this incident. Following the laser procedure, patient had medical intervention via physical therapy to treat the affected area. The patient declined to share medical records with the customer site. Cynosure has attempted multiple times to contact the customer site for additional information, but they were unresponsive. The device was evaluated and found to be operating as intended. Numbness is an expected side effect from a laser procedure. Since the patient had medical intervention, this is a reportable event.

Event description:
Patient had numbness in the arms from a laser procedure.